Event description:
It was reported that the during a routine device change out, the right atrial lead was capped due to low impedance, loss of capture and an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.